Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no change to the indicator window of a 5f exoseal vascular closure device (vcd) when the blood flow stopped. It remained black and white and did not change color even when the device was completely withdrawn from the body. Finally, manual compression was used to stop bleeding. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The procedure was a transfemoral cerebral angiography (tfca), and after the procedure, the blocker was used to block the puncture point for hemostasis. A 5f non-cordis short sheath was used with the device at 30-40 degrees. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Insertion was stopped at the marking band of the delivery rod, and the short sheath was withdrawn to the point that the guide wire cover of the indicator and the handle were completely attached. The short sheath was withdrawn at the same time as the device and the pulsatile blood flow of the blood return indicator was observed. The indicator window was being observed when the blood flow was significantly reduced, and then blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, there was no change to the indicator window of a 5f exoseal vascular closure device (vcd) when the blood flow stopped. It remained black and white and did not change color even when the device was completely withdrawn from the body. Finally, manual compression was used to stop bleeding. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use.the procedure was a transfemoral cerebral angiography (tfca), and after the procedure, the blocker was used to block the puncture point for hemostasis. A 5f non cordis short sheath was used with the device at 30-40 degrees. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Insertion was stopped at the marking band of the delivery rod, and the short sheath was withdrawn to the point that the guide wire cover of the indicator and the handle were completely attached. The short sheath was withdrawn at the same time as the device and the pulsatile blood flow of the blood return indicator was observed. The indicator window was being observed when the blood flow was significantly reduced, and then blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. Procedural, handling, and/or anatomical factors could have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, there was no change to the indicator window of a 5f exoseal vascular closure device (vcd) when the blood flow stopped. It remained black and white and did not change color even when the device was completely withdrawn from the body. Finally, manual compression was used to stop bleeding. There was no reported patient injury. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The procedure was a transfemoral cerebral angiography (tfca), and after the procedure, the blocker was used to block the puncture point for hemostasis. A 5f non cordis short sheath was used with the device at 30-40 degrees. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Insertion was stopped at the marking band of the delivery rod, and the short sheath was withdrawn to the point that the guide wire cover of the indicator and the handle were completely attached. The short sheath was withdrawn at the same time as the device and the pulsatile blood flow of the blood return indicator was observed. The indicator window was being observed when the blood flow was significantly reduced, and then blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. The device was not returned for evaluation as initially was reported.